Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown; product type lead. (B)(4).

Event description:
It was reported, the patient was shocked during a root canal. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.